Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report that the clip delivery system (cds) failed final arm angle [opened while locked]. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80208u204) was advanced to the mitral valve; however, while performing the final arm angle (faa), the clip did not pass [opened while locked] 3 times. The clip was not implanted and the cds was removed and replaced. A new cds (80208u210) was advanced to the mitral valve. The clip was deployed successfully, but it was noted that the posterior leaflet was pierced; therefore, an additional clip was implanted to stabilize the clip. Two clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip opening while establishing final arm angle (efaa) could not be confirmed during returned device analysis as no issues were noted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue of clip opening during effa could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.